Manufacturer narrative:
Root cause could not be determined. Condition is addressed in package insert. Review of device history records, deviations and complaint histories could not be performed as product lot number was not provided. Relayed completion of the investigation to the sales rep via phone on (B)(6) 2014. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported to the 411 group, during a total knee arthroplasty on (B)(6) 2014, a tibial trial handle came apart and the spring fell out of the handle. The surgeon used a second tibial trial handle to complete the procedure. There was no delay greater than 30 minutes, no patient injury and nothing fell into the patient. There has been no reported revision to date.